Event description:
It was reported that customer experienced unspecified pump malfunction, with no blood glucose information provided and no further event details initially available. There was no reported impact to the customer¿s blood glucose level. Pump later started, charged, and was recognized by computer, historical record showed malfunction notification on (B)(6) 2026, and device was planned for return while customer received replacement pump from distributor.